Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
Additional information was received indicating the physician believed the embolism was caused by an accumulation of microdebris from the oad. There was no damage observed on the oad. The embolic event occurred in the tibial vessel.

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the superficial femoral artery (sfa). Fluoroscopic imaging showed an embolic event. Balloon angioplasty was performed and nitroglycerin was administered to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete.